Event description:
During priming procedure, there was a fluid leakage noticed at the bottom outlet port of the oxygenator. Leakage from priming fluid was confirmed by the perfusionist as gelofusine. Oxygenator was changed out for another one and not used in cpb. Ref.#: (B)(4).

Manufacturer narrative:
(B)(4). So far, the device is not available at our facility for effective investigation. The sample has been requested from the customer and a supplemental medwatch will be submitted once the sample is returned and further info becomes available.